Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On an unknown date, the patient experienced an umbilical hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an umbilical hernia coincident with automated peritoneal dialysis therapy. The hernia occurred prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was unknown. The hernia worsened with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. Approximately sixty-nine days prior to the receipt of this report, the patient underwent a hernia repair surgical procedure. Dianeal therapies were ongoing. The patient was recovered from the umbilical hernia. No additional information is available.